Event description:
Study event. Device malfunction: none. Symptoms/ae: intimal dissection. Time of symptoms/ae: during the procedure. It was reported that during a left internal carotid artery stenting procedure, prior to stent placement, balloon dilatation was performed and a significant dissection was noted. Xact stent was placed over both the dissection and the target lesion with no further complication. There were no reported adverse patient sequelae. The pt was discharged home the following day. Although requested, there is no additional information available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.